Manufacturer narrative:
(B)(4). H6: health effect - clinical code - foreign body in patient.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6)2025. On (B)(6)2025, it was reported by the patient that their sensor wire was broken into 2 pieces. The patient confirmed that he felt the sensor wire underneath the skin of his upper right arm. On (B)(6)2025, the patient had an appointment to check up with his doctor and his doctor took an x-ray on the insertion site. According to the patient, it looks like the depth of the sensor wire's location was not too deep from his skin's surface. The doctor and the nurse then made a 3mm incision on the insertion site (upper right arm) and tried to remove the sensor wire using tweezers, but they were unable to remove the sensor wire. The doctor made an ultrasound on the insertion site. The patient was referred by his doctor to a general surgeon for further consultation. He has a scheduled appointment on (B)(6)2025. For the meantime, the patient was advised by his doctor to take, cycloserine (anti-biotics) for 1 week started on (B)(6)2025. The patient was fine and stable at the time of the report. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information. H6 health effect impact code - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a broken sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a broken sensor wire stuck in the skin. The sensor wire was broken into 2 pieces. The patient confirmed that he felt the sensor wire underneath the skin of his upper right arm. On (B)(6) 2025, the patient had an appoint check up with his doctor at the clinic. His doctor took an x-ray on the insertion site. According to the patient, it looks like the depth of the sensor wire's location was not too deep from his skin's surface. The doctor and the nurse then made a 3mm incision on the insertion site (upper right arm) and tried to remove the sensor wire using tweezers, but they were unable to remove the sensor wire. The doctor made an ultrasound on the insertion site. The patient was referred by his doctor to a general surgeon for further consultation. A follow up was done on (B)(6) 2025 with a consultation with the general surgeon. According to the patient, on (B)(6) 2025, he had a consultation with general surgeon and they conducted a preliminary ultrasound to determine the exact location of the sensor wire but was unable to locate the exact location. Therefore, the sensor wire has not been removed. The patient was advised to let the area experience inflammation and to form a puss around the affected area. In this way the can determine the sensor wire's exact location before they can perform a surgery for the sensor wire's removal. For the meantime, the patient was advised by the doctor to take cycloserine (anti-biotics) for 1 week started on (B)(6) 2025. The patient was fine and stable at the time of the report. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.